Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. The 90% stenosed target lesion was located in the superficial femoral artery. The 2.0mm x 150mm x 150cm coyote balloon catheter was advanced to the lesion. The balloon was inflated but it ruptured at 6 atmospheres on the first inflation. The procedure was completed using another of same device. No patient complications were reported and the patient's status was good.